Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from an IV set during an unspecified infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. No damage was observed anywhere on the set upon visual inspection. Functional and pressure testing was performed; no leaks were noted anywhere on the set. The root cause of the leak was not identified; the primary set performed as intended during all testing.